Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A button issue was reported with the freestyle libre 2 reader. Customer reported the reader would not respond to button press and as a result, he/she experienced a seizure and loss of consciousness. Customer had contact with an hcp who provided "blood thinners" and a diagnosis of hypoglycemia, however no diabetes specific treatment was reported. There was no report of death or permanent impairment associated with this event.